Manufacturer narrative:
Remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 1 month follow-up CT imaging showed the presence of a type ia endoleak due to the aortic body stent graft sealing rings being located below the intended landing zone in an aortic diameter outside the treatment range for the implanted stent graft. A re-intervention was performed to place a balloon expandable stent at the level of the sealing rings, which successfully resolved the endoleak. As of the date of this report, there have been no additional patient sequelae reported.